Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon eval, the monitor experienced charge profile faults (code 102). Component c22 on the defib board had a faulty solder connection, causing the capacitor not to fully charge. The root cause of the faulty solder connection cannot be positively determined but is likely due to an assembly error. No adverse event resulted from the defective component. The pt received a replacement monitor.

Event description:
A (B)(6) year old male pt contacted zoll customer support to report that his monitor displayed a message to call for svc. A review of the pt's download revealed a svc code 102. The pt was issued a replacement monitor.